Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the iesu to resolve the reported issue. The system was verified and ready for use. The iesu was analyzed and upon visual inspection there was an issue found that would be related to the reported event. The erbe was tested using the system, the unit display error c-34, on start; and had log error, c-00. 6/2025 03:31 pm. As a result of these findings, the root cause of the reported event could not be determined. Upon visual inspection indicates the unit is in good cosmetic condition investigation.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the integrated electrosurgical unit (iesu/erbe) had an error c-34 and the customer already tried replacing energy cords and changing the instruments but error persisted. An intuitive surgical inc. (Isi) technical support engineer (tse) walked caller through hard power cycling erbe but issue did not resolve. The tse recommended a backup generator but the customer do not have a validated generator, caller said their 2nd tower is in use until 1 and they had to convert to laparoscopic approach few times. There was no reported injury.